Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 600 mg/dl and customer was reportedly hurting all over. Customer was instructed by healthcare provider to call dietician, and was told to treat with manual injection. The customer never received any alarms on the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles or leaks were found along the tubing length. Insulin exited during a manual prime. The customer was not using brand new bottles of insulin. The programming, settings, and history were found to be accurate. The customer declined to perform the high pressure test and was advised to change the entire set, reservoir, and insulin. The customer's blood glucose was 81 mg/dl at time of this report.